Manufacturer narrative:
(B)(4). Pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked belt clip rail case corner.

Event description:
Customer reported via phone call that the insulin pump was cracked. Customer¿s blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.